Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same patient as MFR: 2134265-2015-06762. It was reported that a restenosis occurred. The patient presented with severe claudication in their left lower extremity. The 90% stenosed and 40mm in length, de novo target lesion was located in the left popliteal with a reference diameter of 4.5mm. The target lesion was treated with a jetstream atherectomy catheter, the smaller cutter was utilized. Following the blade down and then blade up, there was significant spasm with a spiral dissection seen in the area of the disease. The lesion remained at 90%. The lesion was dilated with an unspecified 4.0 mm balloon. There was restoration of good flow with no distal embolization noted. However, there was significant recoil and the lesion needed to be stented. This was done using a 6.0 x 80 mm non-bsc drug eluting stent. This was deployed and dilated with an unspecified 5.0 mm balloon. There was no distal embolization and a non-bsc vascular closure system was deployed successfully. The patient was discharged on aspirin and plavix. In (B)(6) 2014, the patient was seen in the emergency room due to elevation pallor and discoloration of the foot. Examination revealed diminished pulsed and computed tomography angiography showed occlusion of the distal left superficial femoral artery (sfa) and popliteal with reconstitution of flow via the tibioperoneal. The patient underwent percutaneous intervention. The sfa and popliteal arteries were treated with a non-bsc laser atherectomy using a 2.3 mm laser catheter. Multiple passes were performed. The entire sfa and popliteal arteries were the dilated multiple times with a 4.0 x 300 mm non-bsc balloon. There was a residual area of thrombus in the proximal stented segment. This was covered with a 5.0 x 50 mm non-bsc stent graft. The stent was post-dilated with a 4.0 x 60 mm sterling balloon and then a 5.0 x 80 mm non-bsc balloon. There was 0% residual stenosis in the newly stented segment. There was less than 20% residual stenosis in the remainder of the non-stented segments in the sfa and popliteal arteries. There was brisk antegrade flow all the way to the foot. The following date the event was considered resolved and the patient was discharged on aspirin and plavix.